Event description:
A malfunction alarm labeled "malf 12" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and advised them to continue using it. The caller was instructed to contact support again if the malfunction code reappeared and confirmed understanding of the instructions.